Event description:
Consumer stated the brushes (bristles) fell out of the first 3 brushes causing them to get caught in his throat. No contact information provided to reach out to the consumer to retrieve the product.